Event description:
It was reported that during a ptca treatment procedure the maverick otw balloon ruptured at 10 atm's on the second inflation. (The number of atm's reached on the inflation is unk). The pt was asymptomatic during this event. The lesion being treated was a calcified and 100% stenotic lesion in a minimally tortuous mid lad coronary artery. The maverick otw balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Pt status is reported as 'good'.